Manufacturer narrative:
Possible aro. A ge rep evaluated the system and adjusted the dosage to within tolerances. System operates as intended.

Event description:
Customer reported the output dose at 14cm fov is at 105 mgy/min instead of 100 mgy/min limit. No patient injury was reported.